Event description:
Abdominoplasty procedure using quill 2-o for deep layer closure. Post procedure, the pt noted increased bleeding from incision site. Pt returned to the hospital and was taken back to the operating room. Md states noting that the quill product had broken. (B)(4).

Manufacturer narrative:
No samples were returned to angiotech (B)(4), for eval. Therefore, no testing can be performed. Method: the device was not returned to angiotech (B)(4), for eval. No product eval can be performed. Relevant portions of the device history record were reviewed for corresponding issues identified during the mfg processes or at final inspection. Finished good product was received into inventory without quality issues. (B)(4) item #ra-1065q, quill knotless tissue closure device 2t11 #2 pdo 36 x 36 size/material, lot mp00160.